Event description:
It was reported there is an issue with the rf (radio frequency) head connector on the programmer. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, rf (radio frequency) connector found loose on the lem (link electronic module) printed circuit board assembly. Analysis also found the screen dropped due to the lower hinges and the system fan was noisy.